Event description:
A surgeon reported that during the surgery there was poor cutting performance. The probe was switched out and the surgeon was able to complete the surgery with no harm to the pt.

Manufacturer narrative:
A sample is expected to return to the MFR, but has not yet arrived. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).